Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. The device will continue to be monitored. The patient condition was stable.

Event description:
It was reported that the pacemaker was explanted and replaced on (B)(6) 2022. The patient condition was stable.